Event description:
It was reported to philips that geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that all geometry motorized movements failed after startup, table and c-arm did not lock, and can be moved manually. Device displays "unable to communicate with geo ipc. No movements are available (reboot done/needed). Upon checking the geo ipc, fse found it did not start up. Fse boot it up manually several times until the geo ipc was able to be wakened up by system. Reported was solved by restarted the geo ipc. After the repairs, the system was returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The field service engineer booted geo ipc manually several times until it was able to be wakened up by system. Reported problem was solved by restarting the geo ipc. Based on the new information, this complaint is evaluated as not reportable. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.